Event description:
It was reported a spectrum pump triggered a "close door" alarm during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of "close door" was not reproduced. A review of the event history log (ehl) revealed occurrences of "shut door - power off." Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be loose lower aux connection. The lower aux will be reinstalled to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.